Event description:
It was reported that the patient experienced inadequate stimulation and pain at the anchor site. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(6) batch: (B)(6)